Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the anchor of a 5f exoseal vascular closure device (vcd) did not engage, and the indicator monitor did not activate, resulting in the device coming out completely. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure had been performed following an endovascular treatment (evt) using a 5f non-cordis guiding catheter via retrograde femoral artery access, after which the sheath was replaced with a 5f non-cordis short sheath before this product was used. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18454452 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator wire damaged loop" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the anchor of a 5f exoseal vascular closure device (vcd) did not engage, and the indicator monitor did not activate, resulting in the device coming out completely. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure had been performed following an endovascular treatment (evt) using a 5f non-cordis guiding catheter via retrograde femoral artery access, after which the sheath was replaced with a 5f non-cordis short sheath before this product was used. The device will not be returned for evaluation.